Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Field representative was onsite regarding a separate case when this event occurred. Re-homing of the system resolved the issue. No parts were returned or replaced in relation to this particular event and no further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system displayed a motion calibration request. There was no patient present when this issue was identified.